Event description:
This lead was explanted and replaced because the patient had twiddler's syndrome. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.